Manufacturer narrative:
The safari2 guidewire is expected to be returned for failure analysis but was not received at the time this report was filed. Lot traceability was not provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have contributed to the event as reported. If additional information is received or product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor, patient was undergoing a transcatheter aortic valve replacement. Event description: per email, it was reported that: they had a reprise IV procedure today the hospital the doctor had complaints. Lotus edge 23 was inserted through the isleeve and positioned in the aortic valve. It was noticed during deployment that one of the posts were twisted. A partial resheath was attempted to fix the twisted post unsuccessfully. The valve was left in place while a second lotus edge 23 was prepped. Then a full recapture of the first lotus edge was completed and taken out of the patient. The second lotus edge was inserted through the isleeve for deployment. It was noticed that there was asymmetric unsheathing requiring a partial resheath. The lotus edge was then redeployed and locking into place without issue. Once the delivery system was out of the body from the 2nd lotus edge, it became stuck on the wire. Returning the entire lotus edge system with valve attached. 2nd lotus edge 23 - returning the lotus edge delivery system with wire still inside.

Manufacturer narrative:
This is a follow-up to the previous medwatch report as lot traceability and photos of the device post procedure were provided. The safari2 guidewire is expected to be returned for failure analysis but was not received at the time of this report. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer supplied images present a safari wire apparently lodged within the delivery system, with cut damage to the coil and core wire approximately 4.1cm distal of the delivery system distal tip. At this time, it is not possible to assign a definitive root cause for the event as reported. If additional information is received or product is returned for analysis a follow-up medwatch report will be submitted.

Manufacturer narrative:
This is a follow-up to the previous medwatch report as product was returned for analysis. As received, the specimen consisted of one-1 each partial safari2 275cm x sml crv; returned lodged within a 11.25cm portion of the lotus edge device including the lotus noscone, accompanied by a 35.40cm portion of the lotus edge device, within a "zip-lock" style poly pouch, sealed within a mylar/tyvek pouch within a "zip-lock" style poly biohazard pouch. Dimensional verification: the as received condition of the specimen prevents accurate measurement of the overall length and formed distal curve. The specimen presented finished diameters of .03500" to .03505" in the undamaged portions of the wire. A gage bushing certified to be .0360" could not be passed over the specimen due to the as received condition of the specimen. Observation findings: the specimen presented 15.4cm of the specimen wire lodged within the distal 11.25cm of the lotus edge device, including the lotus nosecone and the proximal 29.75cm of the safari device lodged within the 35.40cm portion of the lotus edge device. The distal segment of the lotus edge device presented bend/kink damage located 4.30 to 5.10cm and 7.80 to 8.30cm from the distal tip of the nosecone. The 4.10cm length of the safari device exposed distal of the nosecone presented stretched and offset coil wraps terminated in mechanical shear cut damage with ptfe coating removal in the vicinity of the cut. The other segment of the lotus edge device presented a large radius bend over its entire length and pinch damage located 7.25cm distal of the proximal end of the safari device, consistent with an aborted attempt to cut the lotus device. The distal joint and approximately 230cm of the specimen wire was missing and unavailable for analysis. The proximal joint appeared correct and intact. Summary of findings: a review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presented 15.4cm of the specimen wire lodged within the distal 11.25cm of the lotus edge device, including the lotus nosecone and the proximal 29.75cm of the safari device lodged within the 35.40cm portion of the lotus edge device. The distal segment of the lotus edge device presented bend/kink damage located 4.30 to 5.10cm and 7.80 to 8.30cm from the distal tip of the nosecone. The 4.10cm length of the safari device exposed distal of the nosecone presented stretched and offset coil wraps terminated in mechanical shear cut damage with ptfe coating removal in the vicinity of the cut. The other segment of the lotus edge device presented a large radius bend over its entire length and pinch damage located 7.25cm distal of the proximal end of the safari device, consistent with an aborted attempt to cut the lotus device. The distal joint and approximately 230cm of the specimen wire was missing and unavailable for analysis. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported.